Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop. According to the report, on (B)(6) 2025 at 8:00 pm, the patient was almost comatose due hypoglycemic shock. The patient said the reading of her dexcom was 60mg/dl. The bg by the roommate was 33mg/dl. At 9:00 pm, the patient took carbohydrates. After treatment, the bg was 120 mg/dl while the cgm was 80 mg/dl. During the report, the patient was feeling better regarding what happened and her room mate helping her regarding the issue. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.